Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.5; date: (B)(6) 2011, 1st inratio: 4.4, 2nd inratio: 3.4. Testing was done one after the other using different fingers. Pt had a really hard time getting a sample, had to milk finger really hard. Pt's therapeutic range: 2-3.